Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that a flexible reamer shaft tip was found broken in central sterile unit shortly after being used in a total hip replacement surgery. The technician also noticed that some fragments were generated. During the surgery on (B)(6) 2017, the flexible reamer shaft functioned well and remained intact without any malfunction. Surgery was completed successfully without any delay. The patient did not complain of pain and is reported to be in stable condition. As a precautionary step, the patient was called back in for x-ray on (B)(6) 2017. Post-operative x-rays confirmed that no fragments were retained within the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality conducted an evaluation of photographs of the device. A visual inspection and drawing review were performed as part of this investigation. Replication of the complaint is not applicable as the complaint condition was visually confirmed. This complaint is confirmed. The 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system. A physical product was not returned. The evaluation was performed based on pictures provided where the complaint was able to be confirmed. One (1) of the four (4) prongs of the tip of the 5.0mm flexible reamer shaft (part 352.040, lot unknown) had sheared off at the base. The broken fragment was not included in the pictures. The base and the remaining prongs show numerous scratches but is consistent with use for the multi-use device. Although a definitive root cause could not be determined, it is likely that high resistance over the course of the reamer¿s lifetime contributed to the complaint condition. A DHR review could not be performed as the lot number is unknown as such a manufacturing date could not be determined. Current product drawings (coupling) was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although a definitive root cause could not be determined, it is likely that high resistance over the course of the reamer¿s lifetime contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.